Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery since (B)(6) 2015. Blood glucose at the time is unknown; current value was 357 mg/dl. Customer stated that she tried to treat, received a no delivery alarm. She changed out the set and reservoirs at least 4 times and was unable to resolve the alarm. Diabetes educator called back on (B)(6) and reported that the customer was experiencing high blood glucose of 476 mg/dl. She treated with manual injection. Customer was able to push insulin through with plunger and she could prime but when she tried to run 5 units, a very small amount of insulin came out. Customer stated that once she gets halfway through the reservoir she would start receiving no delivery alarms. Customer could not be reached to try to replace the insulin pump.